Event description:
It was reported that during use of this awl in an acl reconstruction, the tip of the device broke. An x-ray was performed to locate the tip and did not show the tip in the pt's joint. It was reported that there was no injury associated with this event but there was extended surgical time added to the procedure.

Manufacturer narrative:
Investigation results: the reported problem was confirmed during an evaluation. The instrument was returned to conmed linvatec without the broken portion of the tip. The detached portion was estimated to be 0.02 inches (0.508 millimeters) long. Further testing found the device met specs for material hardness. The cause of this failure was not determined.